Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -13.5 diopter lens tore during loading after opening the vial on (B)(6) 2023. On (B)(6) 2023, a replacement lens was implanted and the problem was resolved. Cause of the event was reported as the device that did not perform as intended.

Manufacturer narrative:
A4-a6:unk. H6: work order search: 1 similar complaint within associated lot was found - claim# (B)(4).